Event description:
Lifecell received a report of infection with the use of alloderm. The first surgery consisted of bilateral breast reconstruction using alloderm in the lower pole along with tissue expanders. Several weeks post operative first procedure, the pt developed infection in right breast. Surgery removed alloderm and expander in right breast. Several weeks later the surgeon felt the infection cleared and brought the pt back for 2nd procedure involving placement of alloderm and tissue expander in right breast and a permanent implant in left breast. Another infection developed in right breast a weeks post operative that required removal of alloderm. Lifecell is attempting to obtain additional information. This is a follow up on initial report filed on (B)(6) 2011. Lifecell received additional information from surgeon. The surgeon stated that two incident of right breast infections, each leading to the tissue expander and alloderm explantation, were not related to the alloderm in either case. The causative factor was the pt's underlying/indwelling infection. Initial reporter: east valley plastic surgery (B)(6) physician.